Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to circumstances of the procedure. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left femoral artery was achieved using a starclose se device after a stenting procedure in the right lower extremity. A few days after the procedure, the patient experienced hives and pain over her body and swelling of her legs and feet. The symptoms are continuing and being treated with tylenol 3. The physician did not think the symptoms were related to the starclose se clip. No additional information was provided.